Event description:
Prior to implant of the device the valve could not be primed. Item opened on the sterile field. No used on the pt. Another valve selected and placed in the pt. No pt injury was reported.